Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es cubies had failed, could not be opened and the device was not detected on the bus. The customer reported that the malfunction took place when the user tried to dispense medication to the patient, caused a delay in dispensing the medications to the patient, but the user managed to retrieve the medication from another station. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es cubies had failed, could not be opened and the device was not detected on the bus. The customer reported that the malfunction took place when the user tried to dispense medication to the patient, caused a delay in dispensing the medications to the patient, but the user managed to retrieve the medication from another station. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cubie was failed. A field service engineer replaced the power management controller (pmc) and retractor band. The customer recovered the drawer. The fse also replaced the auxiliary 5.1 drawer controller, but the same issue persisted. The retractor band cable was replaced again. After rebooting, auxiliary drawer 5.2 was not sensing closed. The station was shut down, and the missing magnetic strip was reattached. Customer removed the medication from auxiliary drawer 5.1. All drawers were tested in the hardware test application. The system functioned as intended after the field service engineer repaired the device.